Manufacturer narrative:
.

Event description:
It was reported that the patient's vns system registered high lead impedance. There was no suspected trauma or manipulation reported. Surgical intervention has not occurred to date. No additional pertinent information has been received to date.

Event description:
The patient's full vns replacement surgery occurred on (B)(6) 2016. The explanted lead and generator were discarded by the facility. No additional pertinent information has been received to date.